Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic after receiving a patient notifier, it was discovered the device had unexpectedly reached elective replacement indicator as the device longevity had depleted faster than expected. Generator replacement was recommended but not desired by the patient. No adverse consequences were detected.